Event description:
It was reported that the stent failed to expand. A carotid wallstent was selected for use in the right internal carotid artery (ica). The ica was 80% stenosed with mild calcification and mild tortuosity. The stent was advanced through a non-boston scientific 6fr guide sheath. The stent was deployed without issue. The stent was post-dilated using an unknown 5x15mm balloon. Following the procedure, the patient experienced mild hypotension, with systolic blood pressure (bp) measuring 110 mmhg. It was later revealed that the proximal end of the stent did not expand completely. No additional intervention was performed, and there were no patient complications as a result of this event.

Manufacturer narrative:
Investigation results: device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the carotid wallstent device confirmed that the event of activation failure is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.